Event description:
It was reported that the patient underwent a posterolateral fusion surgery l1 to s1 using rhbmp-2/acs on (B)(6) 2007. The patient post-operative period was marked by increasingly severe pain and weakness in his lower back and lower extremities. On (B)(6) 2008, nearly after his initial surgery using infuse the patient had to undergo a revision surgery. Since the revision surgery the patient continues to suffer significant pain and numbness that interferes with his ability to perform activities of daily living. The CT study performed on (B)(6) 2012 shows that the patient continues to experience an exuberant overgrowth of bone that painfully impinges on the exiting nerve roots on his lumbar spine. Comparing this region to the doctor's observations during the (B)(6) 2008 revision surgery, the (B)(6) 2012 CT study reports bilateral lateral bridging osteophytes in the left larger than right. These osteophytes are a regrowth of bone that had been resected in the revision surgery, and exert and excruciating pressure on the exiting nerve roots of the spine. Furthermore, excess bone has continued to grow throughout the infuse application site as evidenced by bilateral disc osteophyte complexes extending into the neural foramina. These bony osteophytes growing into the neural foramina are effectively strangling the nerves that exit the spine causing pain and neurologic deficit that radiates into the lower extremities. The patient is unable to walk, stand, or lay down for extended periods of time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.